Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the nozzle and the adhesive of the light guide lens of the colonovideoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. The most probable cause is cause not established, as the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the nozzle and the adhesive around the light guide lens of the colonovideoscope had foreign objects. There was no patient involvement.